Event description:
It was reported that an intraoperative complication occurred. The calcar cracked and was treated by using a cable for fixation. The calcar subsequently healed without displacement. Pt took part in a study and was pain-free at 3-year f/u.

Manufacturer narrative:
The MFR did not receive the device as it is still implanted. Neither were x-rays or other source documents received for review. As neither article nor lot number is known, the review of the quality records could not be performed. The cause for the specific event cannot be ascertained from the info provided. However there is no indication for a product failure. Should additional info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).